Event description:
Ed rn was attempting to insert an IV when the needle retracted. Initially, the rn reports it was thought the retract button had tripped the accidentally. When the rn tried again with another IV cath, the needle retracted again before the retract button was activated. When the rn brought this to the attention of other staff in the department, one ed md and another ed rn reported having the same experience. A total of 4 IV catheters were involved over a 3 day period.